Event description:
A representative of the facility reported a product complaint. The representative noticed upon opening two jr4 6 french super torque plus diagnostic catheters, that they had a crack in the catheter near the tip. Upon flushing the catheter, fluid came out the side. The event occurred during preparation of the devices for a cardiac catheterization procedure. Both devices were noted to be defective during the same case. The procedure was completed with a new catheter with a different lot number. There was no patient injury reported. The representative provided lot # 17156151 and ref # (B)(4) and stated they have additional unopened catheters in their stock with the same lot # and reference #. Additional information was provided indicating that a quantity of (B)(4), (B)(4) defective and (B)(4) sterile devices, will be returned for analysis. Additionally, the same representative left a voice mail verbatim: "I am calling to report a problem with jr4 6 french cordis diagnostic catheters. They have side holes in them or a cut in the side of the tip and they should not. This is a no side holed catheter." The integrity of the sterile pouch was not compromised. The devices were not used in the patient. There were no anomalies noted when the devices were taken out of the package. The anomaly was seen during a prep flush of the catheter prior to beginning the case. The device was not removed from the packaging by the hub. The entire catheter and cardboard were removed from the outer packaging and then removed from the backing and flushed with a sterile heparinized saline or a similar isotonic solution. The devices were stored, handled, and prepped according to the IFU guidelines. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the products from the packaging. Excessive force was not used at any time. The devices were not resterilized.

Manufacturer narrative:
This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2015-00093 & 9616099-2015-00094. The complaint devices were returned for analysis from lot number 17144420. A quantity of 13 were returned. Upon further investigation with the customer, it was noted that the lot number 17156151 was inadvertently provided at original complaint reporting. All of the other manufacturing information remains the same as both lots belong to the same catalog number. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2015-00093 & 9616099-2015-00094. The gender of the patient is unknown.

Manufacturer narrative:
This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2015-00093 & 9616099-2015-00094. Complaint conclusion as reported, a representative noticed upon opening two jr4 6 french super torque plus diagnostic catheters, that they had a crack in the catheter near the tip. Upon flushing, the catheter fluid came out of the side. The event occurred during preparation of the devices for a cardiac catheterization procedure. Both devices were noted to be defective during the same case. The procedure was completed with a new catheter with a different lot number. There was no patient injury reported. Additional information was provided indicating that a quantity of (B)(4), (B)(4) defective and (B)(4) sterile devices, will be returned for analysis. Additionally, the same representative left a voice mail verbatim: "I am calling to report a problem with jr4 6 french cordis diagnostic catheters. They have side holes in them or a cut in the side of the tip and they should not. This is a no side holed catheter." The integrity of the sterile pouch was not compromised. The devices were not used in the patient. There were no anomalies noted when the devices were taken out of the package. The anomaly was seen during a prep flush of the catheter prior to beginning the case. The device was not removed from the packaging by the hub. The entire catheter and cardboard were removed from the outer packaging and then removed from the backing and flushed with a sterile heparinized saline or a similar isotonic solution. The devices were stored, handled, and prepped according to the instructions for use (IFU) guidelines. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the products from the packaging. Excessive force was not used at any time. Initially, two non-sterile units of cath f6 st+ jr 4 100cm were received inside of a plastic bag and the catheters were identified as units 1 and 2. A non-sterile unit was analyzed while 10 sterile units were also analyzed. The non-sterile unit was identified as unit no. 1. 10 sterile units from lot #17144420, catalog # 533621 were inspected and no damages were observed on them. The non-sterile unit identified as unit no.1 showed damages on the distal tip section (pin hole/cuts). The devices were inspected under the vision system and the following was observed: unit no 1 had a pin hole and cut conditions observed at 2 cm from the distal tip. The sterile units had no damages upon visualization. The non-sterile unit was flushed with water and the unit leaked. Sem analysis was required for the non-sterile unit in order to determine the cause of the pin hole conditions observed on the device and the results showed evidence of perforation which goes through the whole thickness of the material. Evidence of stretching/elongation condition can be observed on the perforation surrounding the borders. It is possible that an unknown object forced its way from the outside to the inside. No other anomalies were observed that could have influenced the reported event. Review of lot 17144420 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿catheter (body/shaft) / puncture/cut (cardiovascular)¿ was confirmed due to the pin hole/cut conditions observed on the non-sterile units. According to the product instructions for use (IFU), the user is cautioned to inspect the product prior to use and to not use the product if damaged is noted. According to sem analysis, the damage could have been caused by an unknown object forcing its way from the outside to the inside of the catheter. However, throughout manufacturing process, controls are in place to detect the reported defects on the catheter. The exact cause of the reported event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the event is related to the design or manufacturing process. Therefore, no corrective or preventative actions will be taken.